Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 258 mg/dl (aviva 1) and 88 mg/dl (aviva 2). No adverse event reported. Readings occurred with the same vial of test strips. Return of the suspect device was requested for evaluation.